Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) advised monitoring for the next out of range value as it is unknown what coil might be the issue. The out of range shock impedance could not be recreated with isometrics. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) advised monitoring for the next out of range value as it is unknown what coil might be the issue. The out of range shock impedance could not be recreated with isometrics. The lead remains in use. No adverse patient effects were reported.